Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Inspected the pump and performed functional tests, it passed all tests. Further investigation of the pump found no issue with pump regarding lost programming. Therefore, no problem was found with the issue. Service recommended customer to keep in mind that programming will be lost after 2 days without power from the aaa battery and pay close attention to the low battery notification. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming. No patient was involved in this event. No adverse effects were reported.